Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. On (B)(6) 2010, received add'l event info including add'l devices used in the procedure. Six devices were implanted. The location of the implanted devices (left or right leg) was not available. Therefore, add'l medwatches were reported for this event. MFR report#2017233-2011-00017 lot # 8028596; MFR report #2017233-2010-00549 lot # 8028600; MFR report #2017233-2011-00020 lot # 8110409; MFR report #2017233-2011-00021 lot # 8191575; MFR report #2017233-2011-00023 lot # 8191576.

Event description:
Six gore viabahn endoprosthesis were implanted in the bilateral superficial femoral arteries on successive days ((B)(6) 2010). On (B)(6) 2010, the pt presented with recurring claudication in the right leg. The viabahn devices were occluded and a thrombectomy was performed. The pt then presented with symptoms of left leg compromised blood flow. The thrombosis and declot in the left leg was performed. Heparin-induced thrombocytopenia was suspected and later confirmed due to thrombotic events. All of the viabahn devices remained implanted.